Manufacturer narrative:
(B)(4).

Event description:
It was reported that during home use, the ventilator displayed a memory error message, alarmed, and then stopped. Attempts by caregiver to restart the ventilator were unsuccessful. The pt was manually ventilated and transferred to a second ventilator. No pt injury was reported. No permanent impairment occurred as a result of this event.